Event description:
The customer reported that the epidural catheter was erroneously connected to the gas sampling line which is a non-sterile fluid path instead of the sterile extension lead of a naropeine syringe. The incorrect connection was noted by the anesthetist and a new autopulsed syringe of naropeine was connected to the epidural catheter. An intravenous antibiotherapy was initiated as to prevent infection. There was no patient injury reported.

Manufacturer narrative:
Under european law and the (B)(6) data protection act 1998, patient information is considered confidential and will not be released by the hospital.